Event description:
This female with leukemia had a hickman catheter inserted in 2004 for on-going chemotherapy. In 2007, the patient underwent surgery to have the hickman catheter removed. During the removal, the catheter transected and part of the distal hickman catheter was left inside the jugular vein and the superior vena cava. During removal of the retained catheter, it was identified the jugular vein was fibrous and had adhesions from the previous surgery. The tip was surgically identified and removed. Fluoroscopy was used to ensure there was not any residual catheter segment left in the patient's chest. The patient stayed overnight in the hospital for observation and was discharged on the next day without complications. Chemotherapy at intervals via the hickman catheter. These treatment were discontinued prior to removal of the device.